Event description:
It was reported that an ilet bionic pancreas user experienced a brief communication issue with a dexcom g7 continuous glucose monitor (cgm) in which sensor glucose data were not transmitting to the ilet after a sensor replacement; the user was guided to toggle the sensor settings and re-enter the sensor code, after which the ilet began receiving readings. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact beyond temporary loss of glucose data on the ilet. User support included guided troubleshooting and education. Investigation of this case revealed device communication interruption between the dexcom g7 sensor and the ilet that resolved with reconfiguration and re-pairing, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related use error leading to transient signal loss.